Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker has a long history of oversensed noise with pacing inhibition. The patient is not pacemaker dependent but did complain of pre-syncopal symptoms. The noise could be recreated with isometrics. X-ray imaging have been unremarkable and 24-hour holter monitor reading show normal pacemaker function. The sensitivity has been reprogrammed and more recently the minute ventilation sensor was programmed off. The device remains implanted and in service.